Event description:
Information was received that the patient passed away due to sudep which was not related to vns. Information was also received that the patient had an abnormal eeg. No other relevant information was received.